Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported catheter was inserted on (B)(6) 2024 with 38cm inserted. Catheter leaked at 4cm depth mark. The patient used etoposide stock solution on (B)(6) 2024 and was found when the dressing was changed on (B)(6) 2024. Customer states the catheter will swell and thicken and asked if this is due to the nature of the catheter and the drug. Catheter was replaced. It was reported this occurred with two devices. This report addresses both devices. Additional information received on 1/28/2025: there was no leakage, and the part of the catheter that was visible to the naked eye swelled after the infusion. There was no kinking or twisting.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of catheter discoloration is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo was returned for evaluation. Three photographs were returned for evaluation. An initial visual observation of the returned catheter revealed the catheter to be slightly discolored from the 3 cm depth marking to the 5 cm depth marking. The 4 cm depth marking was observed to be missing from the device. Initial visual observations of the last two returned photographs showed a powerpicc solo catheter inserted into the patient with the catheter visibly discolored at the insertion site at the 4 cm depth marking. The catheter at the 4 cm depth marker appeared to have expanded where it was discolored in the photographs. A tactile evaluation of the returned powerpicc solo catheter revealed significant tensile weakness throughout the entire catheter shaft distal of the 4 cm depth marker. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter was patent to infusion with no observable resistance. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaks throughout the catheter. Despite attempts to pressurize the device, the catheter shaft did not balloon during pressurization. Despite attempts to pressurize the device, the catheter shaft did not balloon during these attempts. The cause of this failure is unknown at this time; however, possible contributing factors may include an occlusion along the catheter during use, chemical degradation of the catheter from chemicals used, or other unknown contributing factors. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter was inserted on (B)(6) 2024 with 38cm inserted. Catheter leaked at 4cm depth mark. The patient used etoposide stock solution on (B)(6) 2024 and was found when the dressing was changed on (B)(6) 2024. Customer states the catheter will swell and thicken and asked if this is due to the nature of the catheter and the drug. Catheter was replaced. It was reported this occurred with two devices. This report addresses both devices.